Event description:
It was reported that during patient use, the cardiosave intra-aortic balloon pump (iabp) alarmed multiple autofill failure errors and gas loss. During troubleshooting, the unit again alarmed autofill failure, at which time the nurse switched to another iabp unit without any issues for several hours. The customer denied any presence of blood in the helium tubing, no externals 'kinks,' and confirmed all connections were secure. The customer also reported chest x-rays verified that the catheter tip position. Moreover, after the unit alarmed another autofill failure, the customer turned the augmentation down two bars and reported to have discussed with the surgical team on afternoon rounds. The customer was encouraged to call back if the unit had any additional alarms, and with any questions or concerns. Patient was alert and oriented on iabp and ECMO awaiting heart transplant. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated and exercised the iabp unit, but was unable to reproduce the reported issue. The fse performed full calibration, functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. Patient height: 155cm.

Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period sep-2019 through aug-2021 was reviewed. There were no triggers identified for the review period.